Event description:
It was reported that upon normal generator replacement hvli measurements were found to be elevated in all vectors. A competitor tyrex antibiotic pouch was additionally inserted and it was postulated this may have contributed to the elevated hvli measurements. It was elected to monitor these measurements and case was continued to completion. The following day measurements were all stable with hvli measurements falling back into range.